Manufacturer narrative:
There was no reported complaint for this device and its return is not expected. B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 22-jun-2026 in the b.5. Field. No further follow-up is planned. Evaluation summary: the reporter stated the patient has been using the device for 8 years. There was no product complaint for the device, and the device was not returned for investigation. There was evidence of improper use of the device. The device model duration of use and suspect device of duration was started 8 years ago. The user manual states "do not use your pen for more than 3 years after the first use or past the use-by date on the carton."

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: n/a. This spontaneous case, reported by a consumer who contacted the company to report an adverse event and a product complaint (pc), concerns a female patient of an unknown age and origin. Medical history included type 1 diabetes mellitus and disability. Concomitant medications were not provided. The patient received insulin lispro (humalog 100 units/ml) via a reusable pen (humapen luxura hd), beginning on an unknown date. Information regarding dose, frequency, route and indication of use was not provided. On (B)(6) 2026, while administering insulin lispro injection, she administered 8 units in the morning and two hours after administration, her glucose level remained at 400 mg. She then subsequently removed insulin from the cartridge and administered it to the patient using an insulin syringe. The event of blood glucose increased was considered as serious by the company due to medically significant reason. She was using the device since eight years which is considered as improper use. Information regarding corrective treatment, outcome of the event and status of insulin lispro therapy was unknown. The operator of the device was mother of patient and her training status were unknown. The device model duration of use and suspect device duration of use was not reported. The status of suspect device was not reported, and its return status was expected. The initial reporting consumer did not provide relatedness assessment of the event with insulin lispro therapy and suspect humapen luxura hd device. This case is cross referenced with case, (B)(4) (same patient). Update 22-jun-2026: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting. Updated lss analysis summary in device tab. Device available for evaluation updated to "no" and preliminary comment updated.